Event description:
It was reported that alerts were generated for atrial arrhythmia burden (aab) of at least 24 hours in a 24-hour period and minute ventilation (mv) sensor has been disabled by the signal artifact monitor (sam) device diagnostic. The patient has been in an atrial arrhythmia for greater than 12 months and the mv sensor has been disabled for 2 years. All alerts are now disabled. A programmer session is required to enable mv sensor and/or accelerometer. The observations were documented. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.